Event description:
Nursing home resident in the wheelchair, being pushed by family member to outdoor, son taking nursing home resident to church, 1 block from the hospital, chair appeared to be in good condition, son states front left wheel suddenly broke and resident fell forward onto pavenent, ambulance summoned, resident taken to memorial hospital e.r. For treatment of nasal fracture and facial .(pain of left knee and neck, no fractures seen)device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.